Event description:
The customer reported to olympus, the evis exera iii video system center had no image. It is unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the serial digital interface (sdi) outputs do not work due to a defective printed circuit (dx) board. In addition the device showed an internal buffer error (e209) during the inspection due to a defective printed circuit (cm) board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the no image occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.